Event description:
The pt was seen at the implant center for device eval. It was reported that the device stopped functioning. The device was explanted. The pt was reimplanted with another clarion device.

Event description:
The patient was seen at the implant center for device evaluation. It was reported that the device stopped functioning.